Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the returned device was not performed but the device met the expected longevity.

Event description:
It was later reported that the device was returned and revealed that the device had no telemetry and had no auto interrogate.

Manufacturer narrative:
Product event summary: the 7278 device was returned and analyzed and revealed that the device had no telemetry and was unable to auto interrogate. (B)(4).

Event description:
It was later reported that the device was returned and revealed that the device had no telemetry and had no auto interrogate.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.